Manufacturer narrative:
Due to hazardous contamination, the devices will not be returned for investigation. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
General report received of an unspecified number of undocumented incidents of unrestricted flow. The tubing sets were being used to deliver saline and unspecified radioactive nucleotides. The cair clamps were being used to regulate the flows. After unspecified lengths of time in use, the clinicians noted the flow rates had changed. The clinicians either read just the flow rates using the cair clamps or replaced the tubing sets and the procedures were resumed. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.